Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) at maximum outputs settings in the right atrial (ra) channel. Furthermore, it was reported that atrial therapy was disabled, and the root cause for the loc remained undetermined. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.